Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, there was a big donut on the anvil side and small to no donut on the other side. A leak test was performed at the end of the procedure and everything was fine. It was also noted that there was a goo like substance on the device. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a thicker and thinner donut. A goo like substance was also seen. The eccentric washer was tight. The instrument was fully applied. The green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was attached to the instrument with no damage and its pressure ridges indicated that the staples had been fired. After the handle was actuated, the pusher fingers appeared to be intact. Microscopic inspection of the knife noted staple divots. The anvil was tilted and separated from the instrument. The anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functional evaluation found the wing nut and safety functioned properly when the twist knob was rotated. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media with acceptable results. The pusher-fingers and knife advanced when the handle was squeezed. The knife cut the media cleanly and completely, despite the noted knife blade damage. The device also produced all audible, tactile and visual indicators. It was reported that there was a big donut on the anvil side, small to no donut on the other side and a goo like substance. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: "failure to squeeze the instrument handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. The tissue specimens (¿donuts¿) should be inspected to ensure that all tissue layers have been incorporated in the anastomosis. Use of an improperly matched instrument and anvil combination will cause staple malformation or result in the failure of the instrument to cut properly." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.